Event description:
Coronary stent came off the balloon and was lost inside the patient. Physician felt that the balloon became lodged on plaque which caused the stent then to become dislodged and come off the balloon.manufacturer asked that the package and cath be returned.